Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 08/02/2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was between 80 mg/dl and 100 mg/dl. The patient self-treated with a stomach medicament and then lost consciousness. The patient regained consciousness and the daughter took him to the hospital. At some point the patient´s blood pressure was 36. After eating the patient´s bg was 52 mg/dl and there was no cgm taken. The patient declined to provide further information about the event. At the time of the report the patient was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.